Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). As the 3.5 x 32 mm promus element stent was advanced through a non-bsc guide catheter it was noted that the stent struts had lifted. The device was removed and the procedure was completed with another 3.5 x 32 mm promus element stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the right coronary artery (rca). As the 3.5x32mm promus element stent was advanced through a non-bsc guide catheter it was noted that the stent struts had lifted. The device was removed and the procedure was completed with another 3.5x32mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The struts on the first row on the distal end of the stent were misaligned and raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).